Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes customer stated that stopper came loose and spilled occur. The following information was provided by the initial reporter. The customer stated: "tube stopper come loose and spills occur. Reprocesses, puncture the patient again, use other tubes, since the blood sample cannot be used. Biosafety risk and sample spillage."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary material #: 367861. Lot/batch #: 2321386. Bd had not received samples, but 2 videos were provided for investigation. The videos were reviewed and the indicated failure mode for stopper pop off with the incident lot was not observed. Additionally, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. The 90 retention samples were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. 10 retention samples were draw tested with all weights being within specification limits of 3.65ml ¿ 4.95ml. No issues with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes customer stated that stopper came loose and spilled occur. The following information was provided by the initial reporter. The customer stated: "tube stopper come loose and spills occur. Reprocesses, puncture the patient again, use other tubes, since the blood sample cannot be used. Biosafety risk and sample spillage."